Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred causing the pump to unexpectedly shutdown. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 100 mg/dl to 200 mg/dl.